Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a hawkone directional atherectomy device to treat a long severely calcified lesion in the sfa. The vessel was moderately tortuous. The procedure used a spider 0.014" guidewire and a 7 fr sheath. The device was prepped as per the IFU with no issues identified. After approximately 5 passes, the cutter of the device ¿stocked¿ and could not be returned to the housing. The procedure was completed using another hawkone device. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the hawkone was returned for evaluation. No other ancillary devices were received with the hawkone. The hawkone unit was inserted in a cutter driver with the cutter driver power switch was in the on position. On inspection, the cutter assembly was retracted back into the cutter window. The torque shaft beneath the strain relief was bent at an approximate 90-degree angle. Biological material was noted in the distal assembly throughout the inner diameter of the laser drilled coil segment. It was discovered the distal assembly showed areas of bending to the laser drilled coils. The coils appeared compressed inward approximately 0.6cm and 2.7cm from the cutter window. The cutter driver was activated and the thumb switch was retracted while attempting to straighten the torque shaft at the strain relief. The thumb-switch was attempted to be advanced and encountered resistance and then the thumb-switch advanced easily. The thumb-switch advanced, however there was no movement of the cutter. The strain relief/torque shaft felt more flexible than expected. The strain relief was cut to view the torque shaft beneath the strain relief. It was discovered that the torque shaft was fractured apart. The drive shaft inner assembly remained intact. The fracture face of both segments of the torque shaft was ductile/frayed. If information is provided in the future, a supplemental report will be issued.